Manufacturer narrative:
Beginning may 31, 2012, u.s. And (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 24 years old and was last returned to the MFR for repair on 09/06/2000. Prior to repair, the device displayed damage to head, control bar and hose. Device was also outside of calibration at the zero thickness settings on the left and right side. The unit was also out of side to side calibration at the zero and 0.01 thickness. It was also determined that the air hose leaked and that the 4" width plate was damaged. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer dermatome for a split thickness skin graft, the initial attempt resulted in a laceration of the subcutaneous tissue at the planned donor harvest site. Suture repair was initiated. Two add'l attempts were unsuccessful at harvesting the required donor tissue. An alternate air dermatome was obtained to complete the planned procedure. It was reported that an estimated 30-45 minutes of surgical time was involved but no medical intervention required. The surgeon indicated the depth of the dermatome was set for 0.015.